Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es it was required to push pocket loads to the server from the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine push pocket loads to sever from station. A technical support specialist (tss) remotely accessed the server and navigated through the settings to resend messages. Pocket load messages were successfully sent to the designated station. An email update was then sent to the customer. The customer later replied, confirming that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.